Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable high result from a coaguchek xs meter. The result from the meter was 4.2 inr and the result from the laboratory was 2.9 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event.